Event description:
A 58 y/o w/history of non-ischemic cardiomyopathy ventricular arrhythmias, had implantable cardioverter defibrillator with transvenous lead system implanted 12/6/95. Pt was seen 8/21/97 for complaints of pulsating at implantable cardioverter defibrillator generator site. On eval, it was determined that lead insulation break was present. Pt admitted to hosp. Taken to or 8/25/97 with new implantable cardioverter defibrillator system implanted.